Event description:
It was reported the pt experienced an inflammatory mass related to intrathecal morphine therapy. The morphine therapy was terminated. No further symptoms, intervention, or outcome were reported. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
No model or serial # was available. It was unclear which specific z# this device was part of for the recall. The potential z#s are: z-1142-2008, z-1143-2008, z-1144-2008, z-1145-2008, z-1146-2008, z-1147-2008, z-1148-2008, z-1149-2008, z-1150-2008, z-1151-2008, z-1152-2008, z-1153-2008, z-1154-2008.